Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed. The following steps failed: visual assessment, hose assessment, muffler tube assessment, motor rub assessment. During service/repair the following was observed: punctured hose (possible oil leak; operation test not possible, confirmed with technician), muffler color label (red line) missing, sensation of friction between the bar and motor when manually turning the bar. During the service evaluation the following failures were identified: visual: cosmetic damage. Functional: moving parts do not move smoothly. Functional: hose ruptured. Conclusion: failure reported is not confirmed. Root cause: component failure from wear. Action: repair.

Event description:
It was reported that during service and evaluation, it was determined that the motor device had a hose rupture. It was noted in the service order that the device motor was not running. It seemed that the air was reaching partway to the motor. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.